Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, after a right plantar tumor resection procedure, a small amount of purulent exudation appeared in the incision on the second day following the surgery. The suture was removed, and drainage was performed. On the third day after the surgery, the dressing was changed, and the incision was clean and free of exudation. However, purulent exudation reappeared during dressing change. Bacterial culture was performed, and residual sutures were found in the incision and removed. On the 10th and 12th days following the surgery, the dressing changes showed that the wound was dry and clean with no exudation. The incision had healed completely, and there was no redness, swelling, or tenderness around it.